Event description:
In 2005 the lesion was located in the obtuse marginal; it had not been predilated. The taxus express2 2.5 x 12 mm drug eluting stent was introduced and then the stent catheter broke. A new taxus express2 2.5 x 12 mm stent successfully completed the procedure. There were no reported patient complications.